Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was very slow. However the stylus was noted to be damaged. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.